Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID not provided for reporting. 510k: this report is for an unknown artificial disc replacement/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate.

Event description:
It was reported that there was a prodisc cervical removal on (B)(6) 2018. This report is for one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Device used for treatment, not diagnosis.

Event description:
Update to complaint description: it was reported that the patient had original surgery on (B)(6) 2009, for treatment with prodisc c artificial disc replacement at an unknown cervical disc level. The patient was implanted with one (1) p. This report is 1 of 1 for (B)(4).

Event description:
It was reported that the patient had original surgery on (B)(6) 2009, for treatment with prodisc c artificial disc replacement at an unknown cervical disc level. The patient was implanted with one (1) prodisc c implant. On an unknown date post-operatively, the patient presented with adjacent level degenerative osteoarthritis (ar) at an unknown disc level. On (B)(6) 2018, the surgeon removed the prodisc c implant and revised the patient to a spine fusion. It was reported that no fragments were generated during implant removal. All implants have been retained by the patient. Revision surgery was completed successfully with no time delay. The patient is reported in stable condition. This report is for one (1) unknown prodisc-c implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Corrected data: date of event: date adjacent level degeneration began is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.